Manufacturer narrative:
On 11/17/2008, the pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was explanted due to a probable infection. No patient symptoms or treatment were reported. The hcp reported the patient outcome as 'no injury, recovered without sequela.'